Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that post procedure, the clip detached from one leaflet and mitral regurgitation increased. It was reported that the initial mitraclip procedure was performed on 8/5/2021 to treat degenerative mitral regurgitation (mr) with a grade of 4. Three clips were implanted, reducing the mr to 1. On (B)(6) 2021, a control echocardiogram was performed, which found that the middle clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). An additional clip is not planned to treat the slda as there is a clip on either side of the slda. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported fatigue and mitral regurgitation (mr) were cascading events of reported slda. The reported patient effects of fatigue and mr are listed in the instruction for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.